Event description:
It was reported that patient presented to clinic for device interrogation. It was noted that the pacemaker (pm) exhibited far-r over sensing in atrial channel resulted in an inappropriate mode switch. No intervention or procedure was reported. The patient had no consequences.